Event description:
It was reported that while attempting to advance the catheter over the guide wire, resistance was encountered. The guide wire was wiped with saline, however, the resistance did not resolve. The catheter was removed from the guide wire and the tip was found to be separated. The catheter was being used over the same guide wire that the cutting balloon was used with, and was being used for post dilatation, after the cutting balloon. There was no patient injury reported.